Event description:
MFR report #: 3014285231-2026-00002 it was reported to bioprotect ltd. On (B)(6) 2026 that a bioprotect balloon implantation procedure was performed on (B)(6) 2026. The procedure was done under monitored anesthesia care (mac)following placement of fiducial markers and completed as expected. On simulation CT performed on (B)(6) 2026, the patient presented with a distended bladder. A foley catheter was placed and the patient was prescribed flomax. On (B)(6) 2026, the physician partially aspirated the balloon, and the catheter was removed. The patient's symptoms were relieved, and he started his radiation treatment as planned with no delay.